Event description:
It was reported that the customer had high blood glucose levels of more than 600 mg/dl. The customer reported being hospitalized and brought to the emergency room over twenty times in the past couple of months. The customer also reported having a lot of pain, had difficulty breathing, had choking spells and dry heaving. The customer further reported having had a heart attack. The customer reported continuously seeing her doctors treating the high blood glucose levels according to their instructions. The call was disconnected prematurely and no additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).